Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: not specified the following information was provided by the initial reporter: "since the number of detected cycles is about 37, it is detected even though the amount of virus is small, and the result is the same in the re-measurement, so the test result is positive."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k130470

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have n1 positive and n2 negative result and would like to know how to interpret it. Service informed the customer that even a small viral load can still be detected and can still be positive on repeated runs. Service inform the customer that rate of false positive increasing can be attributed to contamination. Service informed customer that only n1 or n2 needs to be positive for the result to be positive and delay in the cycle can affect the reproducibility. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 15dec2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information was provided that allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: not specified. The following information was provided by the initial reporter: "since the number of detected cycles is about 37, it is detected even though the amount of virus is small, and the result is the same in the re-measurement, so the test result is positive."